Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: call service 078-0008 alarms were observed in the black box and alarm history. Pump powers on properly with no alarms. Rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Investigators opened pump and there was evidence of moisture corrosion on motor flex connector. Battery compartment cracked in two places: near top and between bumper pad and top. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.